Event description:
It was reported to covidien on 12/02/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the adapter would not detach from the tubing of the crrt machine. The extensions had to be cut in order to disconnect. Catheter then had to be removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.